Event description:
Unhappy customer - unreliable and unsafe wheelchair are his thoughts. Has had the right and left motors replaced and batteries. His chair allegedly stopped working and he had to push it home and just generally upset about the quality of the chair. Has not functioned properly since the day he got it. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 5 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.